Manufacturer narrative:
The calibration and qc data of the used reagent pack, instrument maintenance status, alarm trace and completed pre-analytical checklist were requested but not provided. A ferritin repeatability test was performed with acceptable results. The customer declined further investigation because the sample was lactescent. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys ferritin assay result for one patient tested on a cobas 8000 - cobas e 602 module. The initial ferritin result was 1318 ug /l. The user reran the specimen and obtained a repeat result of 655 ug /l. He ran the specimen for the third time and obtained a result of 676.5 ug / l. The questionable result was not reported outside of the laboratory. The reagent lot number is 53131300. The expiration date was not provided.